Manufacturer narrative:
(B) (4).

Event description:
During the battery replacement procedure, post operative programming of patient reported only a small amount of initial stimulation. Within 2 hours, the patient no longer felt any stimulation and reprogramming was unable to restore sensation of stimulation. The lead and extension were both replaced and the patient reported a return of stimulation. The patient recovered without sequelae.